Manufacturer narrative:
On 19-oct-2020, mentor received additional information about the event. It was initially reported that the patient underwent bilateral explantation on (B)(6) 2020. New information received states that the patient is scheduled to undergo bilateral explantation on (B)(6) 2020. On 22-oct-2020, mentor received additional information about the event. After explantation surgery on (B)(6) 2020, the patient plans to replace the removed breast prostheses with mentor memorygel high profile xtra gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Additionally, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo bilateral explantation and replacement with mentor memorygel high profile xtra gel breast prostheses on (B)(6) 2020. New information received states that the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 790cc gel breast prostheses on (B)(6) 2020. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture and granuloma. The product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view, measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: the patient developed baker grade iii capsular contracture in her left breast. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. The rupture of the patient¿s right breast prosthesis was confirmed by MRI. The patient developed a granuloma in her right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 800cc gel breast prosthesis that ruptured after implantation. The patient reported that there is a leak in her right breast prosthesis. In addition, the patient developed baker grade IV capsular contracture in her right breast. As a result, the patient underwent explantation on (B)(6) 2020.